Event description:
Additional information received indicates the lead was explanted, replaced and effective stimulation was established.

Manufacturer narrative:
The event of lead migration was reported to abbott. The lead was replaced. The patient is receiving effective stimulation. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced pain and ineffective stimulation due to the lead migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.